Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of ' no yt, upstream occlusion.' Was not reproduced. The device was sent in for upstream occlusion and fluid test and it passed. A review of the event history log (ehl) revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent in for upstream occlusion and fluid test and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem 'upstream occlusion' was verified during the event history log (ehl) review but not reproduced during evaluation. Should additional relevant information become available, a supplemental report will be submitted.